Event description:
The facility reports during transfer, the sling's left hand shoulder clip detached. The pt fell from the sling onto the floor. The pt lost consciousness for a short while, suffered a concussion and a hematoma around the left eye.